Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot 220872881 was returned and analyzed. Visual inspection showed the loop was kinked at the tip and the introducer was received stuck in the loop section area. In conclusion, the mapping catheter failed the returned product inspection due to a loop kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.